Manufacturer narrative:
Recalls: 1627487-07262012-002-r & 1627487-12192011-003-r this ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported the patient¿s ipg became inoperable due to not charging as recommended. Surgical intervention may be taken at a later date to address the issue

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.